Manufacturer narrative:
Corrected data: h6- medical device problem code (a): "1494" should be removed. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -12.50/3.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced an elevated iop. On (B)(6) 2024 the lens was explanted. On the same day the lens was replaced with the same model, length lens and the problem was resolved.

Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: medical device problem code: 1494- off-label use (acd<3.0mm). Claim#: (B)(4).